Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 551477. Reference medwatch with patient identifier (B)(6) for unknown strip lot.

Event description:
Pharmacist states that a customer reportedly received the following results on the advantage system within 10 minutes: 540 mg/dl (comfort curve strip lot 551477) and 140 mg/dl (unknown comfort curve strip lot). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.